Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery due to gross loosening of glenoid component, 10 years after primary surgery. Subject ID: (B)(6)".